Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of sac growth due to a lack of comparative imaging. Procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be well post secondary endovascular procedure. The clinical assessment also determined that there was evidence to reasonably suggest a type iiib endoleak of the bifurcated device occurred that was not included in the event as reported; the type iiib endoleak was discovered during review of the 64-month post implant CT scan. The use of strata material likely contributed to this event. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.

Event description:
Additional information received per clinical assessment confirming that a type iiib endoleak of the bifurcated device was also present.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with an enlarged aneurysm (4.8cm to 5.8cm) and no accompanying endoleak (graft intact). However, the exact date of event is unknown. The physician elected to treat the patient by relining with a bifurcated afx2 and suprarenal afx devices on (B)(6) 2019. The patient was reported in good condition post secondary procedure. There have been no additional patient sequelae reported.